Manufacturer narrative:
The meter was not returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's meter was requested for investigation.

Event description:
The initial reporter stated that when operators scanned a patient's arm band, accu-chek inform ii meter serial number (B)(4) displayed another patient's identifier. The reporter did not know if the operator performed a test on the patient after seeing another patient's identifier. The reporter did not know if results were charted under the wrong patient.